Manufacturer narrative:
No medwatch form was received.

Event description:
New information received notes x-ray revealed externalized conductors on capped lead.

Event description:
It was reported that the patient presented to the clinic due to a vibratory alert. The lead impedance had decreased. The lead was capped and replaced.